Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2021. The customer blood glucose level was 526 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and intravenous insulin. Customer currently using insulin pump system for high blood glucose event. The auto mode was not active. The device will not be returned for analysis.